Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer was having highs and lows due to possible pump issues. The customer had a low of 61 mg/dl and a high of 475 mg/dl at the time of the incidents. The customer was at 212 mg/dl at the time of the call. The customer used peanut butter and syrup to treat the low, and used the pump to treat the high. The customer was wearing the insulin pump during the incident. The customer reported the pump drive support cap was sticking out. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.